Event description:
It was reported the patient had a skin issue. Surgical intervention was required because the patient¿s skin eroded over the site of the connection at the lead and extension. The rubber boot was exposed and the surgeon replaced the rubber boot but left lead and extension in place. Impedance testing was performed to confirm system was still working properly. Skin was the only reported issue and the surgeon operated to address skin issue and left system intact. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # va0c3as, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0c8zq, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).